Event description:
Procedure type: anastomosis. According to the reporter: the customer reports that after stapling, the instrument was hard to remove. The surgeon noticed that the anastomosis was not correct. He re-did it, after conversion.

Manufacturer narrative:
(B)(4).